Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the indicated failure mode for glass breakage with the incident lot was not observed. Additionally, the customer sample along with 41 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin the tube was found to be cracked. The following information was provided by the initial reporter. The customer stated: "found the tube to be cracked before usage."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin the tube was found to be cracked. The following information was provided by the initial reporter. The customer stated: "found the tube to be cracked before usage."